Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronics assembly, as well as moisture damage on motor, battery tube, vibrator and keypad assembly. Alarm and unresponsive keypad could not be verified, due to moisture damage-caused blank display. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported he received and alarm following a battery change, the device would not power on but eventually the screen came back up, and the keypad was fully unresponsive. Customer's blood glucose was 139 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.